Event description:
It was reported that the wing head was broken. The lead was replaced.

Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the field complaint of a lead anomaly was not confirmed in the laboratory. The tines and tip were normal. The lead exhibited normal electrical characteristics. No anomaly was found.